Event description:
Customer reportedly received results of hi (greater than 600 mg/dl) and 252 mg/dl within 10 minutes on the advantage system. Customer was given novolog based on result of 252 mg/dl. No adverse event reported. Requested return of suspected device and replacement was sent.